Event description:
Dealer states joystick coming up with white screen and won't drive intermittently.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.